Event description:
As reported by the user facility: delivery inaccuracy. At an infusomat p the customer recognized a delivery inaccuracy. No pt injury.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device is currently evaluated by (B)(4). A f/u report will be provided after the eval results are available.